Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged the battery compartment was cracked, and the battery cap was unable to be secured to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-jul-2018 with the following findings: during investigation, there was unexplained pump reboots observed in the black box. The battery compartment was cracked above and below the bumper pad. There was corrosion observed inside the battery compartment. The battery cap was unable to maintain electrical connection and the reported power complaint was duplicated. A test battery cap was able to fit to maintain electrical connection. A test battery cap was used to complete a 24 duration test. There were no pump reboots duplicate during that time. A leak test failed due to a battery compartment leak. The pump cover was removed and there was no further evidence of moisture observed on the printed circuit board or internal component. There was no damage to the power circuit found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.